Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 300 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they were hospitalized twice because he reservoirs do not fit their new insulin pump. The customer states that they have been experiencing high blood glucose ever since switching to the new insulin pump. The customer sett the device back for analysis due to issues with no delivery alarms."